Event description:
A few seconds after starting the silicone oil injection into the posterior chamber at 50mmhg, the syringe containing the silicone oil burst. There were no injuries to the pt or personnel in the operating room.